Event description:
A malfunction alarm with code 13 was reported, and it was determined that the malfunction code was not resettable. The customer's blood glucose level was reported to be within normal range, not exceeding 500 mg/dl. In response, the customer was advised to use multiple daily injections as a backup therapy, while tandem technical support arranged for the shipment of a replacement pump and provided necessary instructions on returning the faulty pump and preparing the new one for use.